Event description:
Information received indicates the right head siderail could not be latched in the up position.

Manufacturer narrative:
The technician found the latch pin was missing. The technician replaced the latch pin to repair the bed.